Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, unstable thresholds that measured high were noted on the right ventricular (rv) lead. Pauses were seen on telemetry when the patient walked. It was noted that the lead had dislodged. A revision was performed. The day after the revision, the patient had symptoms of feeling hot, light headed and dizzy which seemed to correlate with what appeared to be loss of capture on telemetry. It was determined that the lead had dislodged again. The lead was explanted and replaced. During the explant procedure, the physician decided to also explant and replace the implantable pulse generator (ipg) to rule out a pacing problem in relation to the loss of capture and due to the decision to move the implant to the patient's right side for left sided radiation due to recurring breast cancer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.